Event description:
Attending md was attempting to insert a 2.5 french single lumen cook catheter into the patient's right axillary artery, after an unsuccessful attempt with the left radial artery. Patient is a small infant, who has congenital heart disease. Introducer was placed into the artery without difficulty. The guidewire was then inserted, however, it became "stuck" in the sheath causing it not to glide easily into the vessel, as they usually do. Md attempted to free it from the stuck position and the manipulation caused the patient to lose 8-10 mls of blood. Finally the guidewire was loosened and was replaced emergently in order to tamponade the blood flow. Direct pressure was applied to stop bleeding. Another wire was placed without incident. Right hand will be monitored closely, as axillary artery is not the first choice in arterial line placement, however, no other sites were successfully cannulated and the patient requires arterial monitoring. Patient is on prostaglandins, milrinone.